Manufacturer narrative:
(B)(4)it was reported that the patient treated themselves based off of cgm values. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient treated self based off of cgm values against user guide recommendations. No additional patient or event information is available.